Event description:
Pt was revised due to loosening of the stem.

Manufacturer narrative:
Examination was not possible as the product was not returned. Although the complaint is non-verifiable, provided info states the product is not suspected of failing to meet specifications. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.